Event description:
It was reported that a dissecting tool broke during a surgical procedure. No patient impact was reported. On follow up it was reported that the malfunction was identified during surgery on (B)(6) 2013. Patient was a (B)(6) female. Initial reporter and product identification was also provided. It was confirmed there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was received fractured in one location. The fracture is typical of brittle material in plane bending, not torsional loading. The tool was run after fracture where the distal portion of the tool remained trapped by kerf and foot long enough for fracture faces to deform from rubbing at high rotational speed. The likely cause was identified as bending fatigue precipitating from impact defect, high loading or both. (B)(4).